Event description:
It was reported that the customer received a bad sensor alert after a second consecutive calibration error. The patient's blood glucose level was 108 mg/dl. The customer states that she received low readings from her sensor all day long. It was advised that the customer remove and change out the sensor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.